Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the pump going empty was not clear, but a possible scheduling issue was further indicated. The pump going empty was resolved. The pump was refilled with drug on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (15mg/ml, 3.5mg/day) via implanted infusion pump. It was reported that the patient reported to the emergency department with a critically alarming pump. At the time, the patient was not exhibiting any signs of withdrawal symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pain physician on site had access to a clinician programmer as well as nurse who had previous exposure to pump patients were able to interrogate the pump and confirm the pump reservoir showed empty upon interrogation. The physician on site reached out for advise for the best course of action as she was not comfortable refilling the pump with the amount of drug needed. The physician who typically filled the pump was not available until thursday, march 6th. The plan was to have the pump refilled with the previous drug concentration. The rep confirmed pump settings, including daily dose, concentration and catheter. Emergency medtronic technical service was contacted as well. The pump reservoir was filled with 10ml of normal saline and set to a bridge bolus to maintain fluid in the pump. Prior to this, the pump was aspirated using a medtronic refill kit and confirmed the reservoir was empty. The bridge bolus length of time was calculated at 38 hours based on the catheter volume and flow rate. The daily rate of the previous drug was maintained during the bridge bolus. The issue was not resolved at time of report. The patient's status was alive - no injury. The patient's weight was asked but would not be made available.